Event description:
Rear left leg, medial articulation end associated metal base frame, severly cracked. Two cosycots presented with similar conditions. The cracks were discovered before pt use.

Manufacturer narrative:
The description of the malfunction for both units indicates that the leg crack is consistent with overloading of the cosycot with accessories resulting in excessive weight being applied to the cosycot. Replacement bases have been shipped to the hospital for both units which were affected. A corrective action is under way to inform users of the maximum weight for the cosycot infant warmer and to inspect base legs of their cosycots as required. This corrective action has been notified to the district office under the above reporting number (and via status reports to the office dated june 7th, august 14th, sept 21st, oct 19th and nov. 29th).